Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was 173 mg/dl. As the customer changed the cartridge and infusion set prior to calling tandem technical support, troubleshooting to determine a possible cause of the occlusion could not be performed. Reportedly, the cartridge and infusion set had been used for approx 4 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested for up to 72 hours. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.